Manufacturer narrative:
On (B)(6) 2017: it was reported additional occlusion alarms occurred. The customer's bg level was 145mg/dl. A system check was performed and the occlusion was found to be within the cartridge. Tandem technical support advised the customer to perform a cartridge change to resolve the issue. On (B)(6) 2017: during a follow-up, it was reported since obtaining new cartridges, no additional occlusion alarms had occurred. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 165mg/dl. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, a supply change was performed to address the occlusion alarm.

Manufacturer narrative:
(B)(4) 2017: due to the occlusion alarm, the customer experienced an increase of 1% to their aic levels.